Event description:
Per the clinic, the patient experienced soft tissue issues at the abutment site (specific date not reported). Subsequently, the patient underwent a revision surgery (specific date not reported) in order to debride the soft tissues surrounding the abutment. The patient was treated with an injectable steroid (specific date and duration not reported) during the same surgery.